Event description:
It was reported that the insulin pump had a high level of air bubbles. The customer stated that the insulin pump kept skipping insulin delivery due to air in the tubing. The blood glucose reading was 206 mg/dl. She stated that there was about 2 inches of air bubbles in the tubing. Upon troubleshooting, it was found that the customer had used cold insulin, which she was advised against. She was advised to change the reservoir and to use room temperature insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.